Event description:
It was reported by the surgeon of the hospital that the patient came in for follow-up. The surgeon took x-rays and saw that the plate is broken. A revision surgery has to be performed.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: one oasys pre-bent occiput plate right was confirmed to have fractured through the slot on the plate, near the rod connection point. Manufacturing files were reviewed and no incidents were found. The likely root cause was found to be the contouring of the frontal part of the plate (rather than contouring of the rod) as evidenced by the witness marks in the slot area. Coupled with the lack of bone screw usage in the anchoring slot on that frontal location (as confirmed by the xrays), likely contributed to the fracture of the plate. Conclusion: the most likely cause of the fracture is multi-factorial.

Event description:
It was reported by the surgeon of the hospital that the patient came in for follow-up. The surgeon took x-rays and saw that the plate is broken. A revision surgery has to be performed.